Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Moreover, this device has reached elective replacement indicator (eri) a couple of weeks ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Moreover, this device has reached elective replacement indicator (eri) a couple of weeks ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. A new device was implanted. No additional adverse patient effects were reported.